Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was discovered to have been dislodged. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.